Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the top display of the external pulse generator (epg) did not function; the liquid crystal display (lcd) display flex was damaged (cut). It was noted that the hanger assembly and lower case were both broken and the main seal was contaminated. It was noted that a capacitor was damaged on the main printed circuit board (pcb). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the top display on the external pulse generator (epg) was not functioning. No patient complications have been reported as a result of this event.